Manufacturer narrative:
(B)(4). Additional information requested and received: was anything unusual noticed during the first surgery? - no. Did the surgeon or anyone else mentioned difficulties with the device during that surgery? - no. Was buttressing material utilized? If so, which product? No information. Was the instrument fired across or near an existing staple line or clip? No information. Were any unexpected noises heard? No information. Were any of the forces higher or lower than expected (closing, firing, or opening)? No information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? - yes. Was there any difficulty removing the device from the tissue? - no. Is there any other additional information you would like to share about this device or procedure? -no. Was the device fully articulated? Degree of articulation? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? No information. Was the cartridge correct inserted, did they hear the ¿click¿? - yes. ¿white reload staples used in pulmonary artery were not well formed¿, please describe the shape. ¿ in second time surgery dr saw bledding on the staple line. ¿procedure was prolonged by two hours.¿ does this belong to the original procedure or to the re-op, please clarify. Has this any impact on the patient, the surgery or the healing process? - no. What is the age and sex of the patient? No information. What is the current status of the patient? No information received additional information from the sales rep: was anything unusual noticed during the first surgery? - no. Did the surgeon or anyone else mentioned difficulties with the device during that surgery? - no. Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? - yes was there any difficulty removing the device from the tissue? - no. Is there any other additional information you would like to share about this device or procedure? -no. Was the device fully articulated? Degree of articulation? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? - yes. ¿white reload staples used in pulmonary artery were not well formed¿, please describe the shape. ¿ in second time surgery dr saw bledding on the staple line. ¿procedure was prolonged by two hours.¿ does this belong to the original procedure or to the re-op, please clarify. Has this any impact on the patient, the surgery or the healing process? - no. What is the age and sex of the patient? What is the current status of the patient?

Event description:
It was reported by the affiliate that on post day 8 afternoon: following an upper left lobectomy with two ports and thoracoscopy they used an endocutter echelon flex 45mm, ecr45a, with 5 reloads: 4 white ecr45w and one green ecr45g. On day post op day 9 morning- the patient had to go to the operating room with a pneumothorax. White reload staples used in pulmonary artery were not well formed. The suture line of staples was corrected by manual suture. Procedure was prolonged by two hours.